Manufacturer narrative:
(B)(4). It was reported that a (B)(6) year old patient underwent an atrial tachycardia procedure with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 01/08/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) patient underwent an atrial tachycardia procedure with a thermocool smarttouch uni-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. After approximately three and a half hours of the procedure a pericardial effusion occurred. The physician noticed due to falling blood pressure. To prevent further damage a puncture of the pericardium was done to deduct the effusion. Approximately 500ml of blood was removed. The procedure was cancelled after the adverse event occurred. Additional information was received on the event. The patient had no medical history. A transseptal puncture was performed with a st. Jude medical brk-1 needle. Anticoagulation was provided to the patient and maintained at 300-350s. The event occurred during the mapping phase and no ablations were performed during the procedure. The patient required hospitalization for intensive care observation. Settings during the event include: power control mode / flow setting 2ml for mapping / st. Jude medical, agilis nxt, 11.5f sheath was used. There were no error messages observed on biosense webster equipment during the procedure. The physician's opinion regarding the cause of this adverse event is that this is procedure related.